Event description:
Caller reported that insulin gauge displayed an amount different from expected, currently experiencing a fill estimate issue with pump showing 80 units while expected 172 units. There was no adverse impact to the customer's blood glucose level. Caller followed necessary steps to ensure proper functioning and was assisted in reloading the same cartridge, choosing to monitor the situation and follow up if necessary.